Event description:
Circulating rn inserted 16 fr foley catheter using sterile technique, without resistance. 10cc balloon inflated with 10 ml sterile water. Rn noted balloon port to be slowly and steadily leaking water after removal of syringe. Balloon deflated (9 ml water removed) and foley catheter removed. New 16 fr foley package opened and inserted. No leaking noted upon balloon inflation with sterile water. Leaking balloon port--surestep foley tray system (ref. A303416a) (possible lot #pk7662511 or #pk7645844) no known injury to patient occurred. Malfunctioning foley catheter was replaced immediately.